Event description:
Boston scientific corporation was informed that prior to a hemostasis procedure, the device tip was opened to test the device, which was then closed too far and the clip got deployed. The procedure was completed with another of the same device.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The DHR investigation could not be completed as the batch number was not supplied by the end-user of the device. The suspected device was disposed. A device eval will not be performed; therefore, the cause of the reported event is undeterminable.